Event description:
It was reported that the cine on the 9600+ system will not reset. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Hard drive, workstation and the pca disk. It is believed that once the noted components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a f/u report will be submitted as required.